Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has intermittently become stuck, and the customer has received button alarms every day for 7 days. Customer reported that they were able to clear the alarms and resume insulin delivery right away. There was no impact to the customer's blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.